Event description:
It was reported that the bd emerald blister pack 5 ml syringe with 24g x 1" needle penetrated through shield. The following information was provided by the initial reporter: emerald blister 5 ml 24 g syringe needle cap was missing inside the pack and needle came out of pack.

Manufacturer narrative:
(B)(4). The photo was received by bd for evaluation for the reported complaint of shield missing. A quality engineer was able to review the photo. The investigating team has used the retention samples of mat. No. 303080 and lot no. 2061288 for investigating the reported defect. The investigation and simulation were carried out on ten retention samples where the investigating team has visually tested the samples for shield missing and no shield missing was found in the ten retention samples. The photograph shared clearly shows the packed product does not have the syringe shield in it. The scar was raised on this complaint as needles along with shield are imported from bd tuas. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. The DHR of material no. 303080 with batch no. 2061288 was checked and there was no quality notification found on this lot no. From its production date.